Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing and maintenance of the device, the sensor was reading sporadically, would stop working, and only started reading correctly after power cycling the device multiple times. The device was unable to recognize the sensor at times. Known working sensors were swapped in, but the same issues persisted. There was no patient involved.